Event description:
Reported experiencing elevated blood glucose (230 - 250 mg/dl), for the past 3 weeks. Patient indicated that infusion sets have leaked insuling (frequency of occurrence not provided), which patient discovered when wetness developed on patient's shirt. Patient self-treated by changing their infusion set and resuming normal insulin delivery.